Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device got stuck with the guidewire. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon became stuck with the 300cm, 0.014inch non-boston scientific guidewire. The catheter and guidewire were removed as a single unit. Outside the patients body, the guidewire was removed from the catheter. The procedure was completed with different device. No patient injury or complications were reported as a result of this event.